Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported via a merlin.net transmission that there was loss of ventricular capture on the device. Technical service suggested contacting the following physician to see if they wish to have the patient come into the clinic for threshold testing.